Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery biopsy, the handle remained in the firing position, the jaws of the reload would not open after retraction of the blade. After the procedure, the black retraction knobs were pulled with force which allowed the reload to open. The blue unload button could not be depressed to unload the reload. It was stated that the patient was not affected in any way since the issue occurred at the scrub nurse' end. Another handle was opened to compete the procedure. There was no patient injury.